Event description:
It was reported that the patient had undergone a previous instrumented fusion from t12 down to the sacrum. She had interbody fusion cages placed at l3-4 and l4-5 but not at 5-1. She developed a pseudoarthrosis at l5-s1 with clear motion on flexion and extension corresponding to pain, which was largely lumbosacral. The patient underwent spinal surgery consisting of exploration of fusion mass at l5-s1 with partial explantation of internal fixation; l5 to s1 posterolateral fusion using bone morphogenetic protein and iliac crest bone plus local bone graft; and revision of internal fixation from l4 to s1 using steffee/isola implantable instrumentation. Per op notes, the surgeon used bone morphogenetic protein and placed a collagen sponge into the bed of the bone graft site and packed iliac crest bone plus local bone into this and then covered it with a second sponge. The surgeon did this bilaterally. The intra-operative x-rays showed good position of the interbody cages as well as the screws. The patient was returned to the recovery room in a satisfactory condition. For several months postoperatively, the patient's pain was improved and then as the fixation at l5-s1 loosened her symptoms returned. The patient developed a second pseudoarthrosis at this level. Symptoms were predominantly back pain, but she also pain and numbness into the bottom of her foot in an s1 distribution.

Manufacturer narrative:
(B)(6). (B)(4). Neither the device nor applicable imaging study films were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. Products from multiple manufacturers were implanted/used during the procedure. Although it is unknown if any of the devices contributed to the reported event, we are filing this MDR for notification purposes.